Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter ;product ID 8835, serial # unknown, product type programmer, patient .

Event description:
Information was received from a consumer and health care provider regarding a patient who was receiving 180 mcg/ml compounded baclofen at 66 mcg/day (lot number 352499), 18 mcg/ml compounded sufentanil at 6 mcg/day (lot number 352500), 0.9 mg/ml compounded dilaudid at 0.3 mg/day ( lot number 353208), and an unknown concentration of bupivacaine at an unknown dose. The start date of dilaudid was (B)(6) 2016. The medication was administered via an implantable pump for spinal pain. It was reported the patient indicated that the pump doesn't work as she was not getting the relief she was looking for. On (B)(6) 2015, the patient noted she had not been feeling well since implant ((B)(6) 2013), and had been on a lot of medications. The physician was working to try to find the drug and dosing that worked for her. The patient kept having acute episodes where she had pain. The patient had a compressed sciatic nerve. The patient had been to the emergency room several times. The patient indicated she was a very complex patient with pain issues. The patient needed a magnetic resonance imaging (MRI), which was planned for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient had the MRI and it was interrogated and confirmed appropriate restart. The MRI was ordered though her primary care doctor. Further information was not provided. Additional information was received from a healthcare provider (hcp). It was clarified that the reason for the MRI on (B)(6) 2016 was that the patient had been complaining of bilateral lower extremity radiculopathy and chronic low back pain that had worsened over the past 6 months. The results of the MRI showed no significant changes since (B)(6) 2015. The hcp noted that although the patient insisted that a company representative meet her at the MRI facility, she refused to travel to the clinic for the purpose of having an interrogation done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.